Manufacturer narrative:
(B)(4). This lot was manufactured between june 3, 2014 and june 4, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its ¿outer wrapper¿. This occurred after the device was filled with fluorouracil and 0.9% sodium chloride (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.